Event description:
Info received indicates the pt weight will intermittently not erase.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is complete.